Manufacturer narrative:
Analysis summary: based on analysis results, this event is now determined to be a MDR malfunction. The hand piece was returned with a loose mount. The hand piece was tested with a generator and an error code 3 was found. The instrument was disassembled, moisture and a torn acoustic isolator were found in the instrument. The batch records were reviewed and no anomalies were noted during the mfg process. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported by the sales rep the doctor was preparing to perform a laparoscopic gastric bypass. It was reported the doctor received an error 5 instrument error with the device. The doctor tried a second handpiece with the same instrument and completed the case with no pt consequence.